Event description:
This pt is status post right total knee arthroplasty with a revision in 2001 where all components were removed and replaced. Pt has had continued pain in their right leg. Pt was admitted for revision right knee arthroplasty where all components were removed and replaced.